Event description:
There was no device malfunction noted in the case. The revision procedure was performed due to the patient's superficial joint anatomy. The index procedure was performed on (B)(6) 2025. During the routine follow-up appointment, the surgeon observed that the joint was superficial. As a result, a revision procedure occurred on (B)(6) 2026, to remove the cage. There were no issues with the device or instrumentation, the revision was performed due to the patient's anatomy. The procedure was completed successfully, and the patient is recovering as expected with no clinical sequelae.